Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was further described as, the bag had a hole in the middle which caused in the leakage. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between may 24, 2024 and may 25, 2024. H11: the actual device was received for evaluation. A visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the front side, middle of the bag. The reported condition was verified. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.